Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient is currently implanted with their 3rd device, but they noted that "none of their ins' have worked as well as the first one."

Event description:
Patient stated that the first device was a miracle but with this device it is not a success, nothing was happening. She stated she did not know why. She has been on medication over the years since 2002. Patient stated she has more than leaking she has incontinence. When she has to go she could not move. She never loses bowel during the night but as soon as she sits up it is too late. Patient has to change cloths throughout the day. Patient stated since her doctor changed over in (B)(6) and she told her she had to get off the medication because it was not letting empty her bladder so she got off the medication. Patient saw the nurse practitioner again on (B)(6). Patient stated she had a bad case of vertigo in (B)(6) and when she got out of bed she fell and hit where the battery was implanted. The device had been off since she had fallen. The patient reported 3 weeks later that the leakage and the incontinence have been resolved somewhat. The patient went against the nurse practitioner and took oxybutynin, which made a huge difference. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.